Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the rep that the tsb45 instrument shredded the appendix and contents spilled out. There was no further info provided. Awaiting rep response.